Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel implantable cardiac monitor (icm) implant. During the procedure, it was found that the icm exhibited r-wave amplitude variation. Upon repositioning, it was found that sensing amplitudes continued to decrease. The device was removed as the patient became hesitant to complete the procedure. The patient was stable.